Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) appeared to be depleting prematurely. Device interrogation confirmed increased power consumption. The device was explanted and returned for analysis. No additional adverse patient effects were reported.